Manufacturer narrative:
Serial no continued: (B)(4). For 4 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation is ongoing. For 1 of the events, a field engineering specialist decontaminated the system, adjusted a probe alignment, checked the gear pump pressures, and ran precision testing with acceptable results. For 1 of the events, the field engineering specialist checked multiple parts and components of the analyzer. He adjusted the cuvette was and cell blank. He cleaned a reagent probe and a cell rinse nozzle. He adjusted the gear pump pressure. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable high results were generated by a cobas 8000 c 702 module. The events involved a total of 7 patients with the following: 1 ca2 calcium gen.2, 1 phos2 phosphate (inorganic) ver.2, 4 crep2 creatinine plus ver.2, 1 - albumin. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the pending event, the investigation determined the issue was resolved after service replaced all the tubings on the analyzer. No further issues were seen after this.